Event description:
Consumer reports toothbrush head breakage during use. No injury occurred.

Manufacturer narrative:
Please note: toothbrush head has been determined to be one manufactured by p&g prior to our acquisition of spinbrush. It is part of one of the following recalls: z-0377-05, z-0376-05, z-0378-05, or z-0375-05. Additional device information: lot code provided is for handle. The handle was manufactured at one of the following locations. Contract manufacturer: hayco ltd. (B)(4); contract manufacturer: shantou plastic co., ltd. (B)(4). Device manufacture date provided is for handle.